Event description:
Telemetry transmitter on pt was not functioning, and was not realized until pt was found unresponsive. Resuscitation efforts were unsuccessful. Roomate stated the pt had been moaning, but had stopped moaning just before nurse entered room and found pt unresponsive. Event reported to philips medical field service engineer in 12/2004.